Event description:
Device malfunction: none. Symptoms/ae: groin site ooze, deep vein thrombosis, pulmonary embolism, pseudoaneurysm. Time of symptoms/ae: 3 days post vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery, after a coronary diagnostic procedure. Post-procedure, some oozing persisted from the groin site; however, the patient was transferred to the ward and later discharged. The patient was readmitted 3 days later with continued groin site oozing and right leg deep vein thrombosis. The patient later developed pulmonary embolism. A vascular surgeon was consulted for the groin site oozing, and diagnosed a pseudoaneurysm. The patient was treated surgically. Information regarding treatment of the pulmonary embolism and deep vein thrombosis was not provided. Additional information has been requested from the facility.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.